Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted that the instrument was received loaded with a reload and firing knobs were retracted. The articulation lever was in neutral position. Sheared teeth were visible on the firing rack at site of initial firing post clamp up. Functionally, the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. It was reported that the device did not fire. An associated device issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the device was fired over the tissue that is beyond the recommended thickness range or when the device was fired with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: "preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic colon resection, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. It was noted that the reload was pre-fired. Another reload was used to complete the case. There was no patient injury.